Event description:
Catheter capped off at 00:30 as the device was leaking. Checked by md during the night shift and PICC line was determined unusable. Air was aspirated from the line at that time. Rn reported the PICC was leaking and there was air from the line. Catheter had been placed the previous day into left cephalic. Vad rn requested to assess line and redress - PICC was replaced. Purple connector had completely separated from the catheter leaving the patient at risk for air embolism, bleeding and infection. PICC removed and given to manager.